Event description:
Opioid withdrawal was reported. The patient experienced severe sweating, nausea, vomiting and increased pain. Fluoroscopy was performed (B)(6) 2011 and revealed the catheter had migrated to l4-5. The etiology was noted as related to the device or therapy. Severity was indicated as severe and resulted in in-patient hospitalization. On (B)(6) 2011 surgical revision was required and the catheter was spliced. The patient outcome was noted as resolved without sequelae (B)(6) 2011. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. (B)(4).